Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. Date of event is an approximation. The patient developed a skin reaction and infection at the sensor insertion site, which occurred an unspecified number of days after insertion. The area was prepped with alcohol prior to insertion. The patient experienced itching, inflammation, and infection at the needle puncture site, which grew to the diameter of the sensor pod. On approximately (B)(6) 2024, the patient consulted an endocrinologist, who performed an incision and drainage (I&d) to relieve the pus and applied a bandage. The patient was prescribed amoxicillin tablets, twice a day for 10 days. At the time of the report, the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).